Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient's spouse reported that when the pacemaker was implanted, the physician "poked a hole" in the patient's heart that was not detected right away. Follow-up did not yield any additional relevant information regarding this event. The atrial lead remains in use. The rv (right ventricular) lead had been capped and replaced, apparently due to upgrade. No further patient complications have been reported as a result of this event.